Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water channel was unable to be further specified. Moreover, no deformation of the channel was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection: IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual. Chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the air/water and suction cylinder had no color, the insulation resistance value at the distal end did not meet the standard value due to a burn on the scope cover, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was detached, and the coating of the connecting tube was peeled. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer returned the evis exera iii colonovideoscope for annual inspection. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a brownish foreign material in the air/water tube. The report is being submitted due to foreign material in the scope found during evaluation.